Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in august 2024. Summary of investigation: pictures were transmitted for investigation. No sample, and no x-ray picture were returned for investigation. -transmitted information analysis: the patient is 85 years old. The patient fell 3 days after implantation. The patient has taken anti-coagulant medication. - pictures review: a big hematoma is visible on the patient? Around the access port and on the right arm. Root cause: the formation of a hematoma is a known complication of access port implantation. Taking anticoagulant medication increases the risk of bleeding and favors the development of hematomas in senior patients. Conclusion: our manufacturing process was checked, and no deviation was found. The hematoma is due to the patient factors. The complaint is not confirmed. As a rare incident, no other corrective action.

Event description:
"Tivad was inserted on (B)(6) 2024. On (B)(6) 2024, the patient contacted the vascular access specialist team (vast) regarding pain, swelling and hematoma around the tivad implantation region and along the upper arm. These symptoms appeared after she had a fall 2 nights after tivad implantation. The vast nurse recommended to visit the emergency department. After being examined, the patient was hospitalized for observation, as she is on therapeutic anticoagulants. The patient left the hospital on (B)(6) 2024. Action taken: new hospitalization > 23 hours, rx thorax. Photography of the hematoma attached. Picture taken on (B)(6) 2024. On (B)(6) 2024, it was not possible to access the tivad due to swelling and hematoma. Alternative venous access options will be discussed as the tivad is expected to remain unusable for an extended period. Action taken: peripheral catheter insertion for IV therapy. Second photography of the hematoma attached. Picture taken on (B)(6) 2024."